Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where an insufficient quantity of viscoelastic was used.

Event description:
The physician reports that the crystalens trailing haptic tore when delivering the lens using the staar surgical lens injector system. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged iol, and suture the incision. A second crystalens was implanted successfully.